Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230529155); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery cavernous sinus aneurysm with a max diameter of 15.68 mm and a 8.9 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. The landing zone was 2.67mm distally and 4.28mm proximally. The access vessel was the femoral artery, with 5mm diameter. It was reported that a large aneurysm was found in the cavernous segment of the left internal carotid artery. The minimally invasive neurointerventional procedure with the implantation of a blood flow diversion dense mesh stent was performed. Femoral artery puncture was performed, and a 6f long sheath was successfully advanced to the common carotid artery with the assistance of a 0.035-inch loach guidewire and 125 multifunctional angiographic catheter. A 6f 115 cm intermediate catheter was further advanced to the cavernous segment. The phenom27 was guided by a 0.014-inch synchro guidewire and smoothly reached the m1 and m2 segments. According to the angiography, a ped flex-425-35 was selected. After adequate hydration with high-pressure normal saline, the stent was smoothly delivered and positioned. The stent tip was deployed at the m1 segment of the middle cerebral artery, and everything proceeded smoothly. The stent was then withdrawn to the internal carotid artery, and this step was also smooth. Deployment of the stent continued, and the midsection opened smoothly. However, when approaching the tail end of the stent, there was a significant issue with the stent failing to open at the proximal section. The operator attempted to release a longer segment, performed pushing and pulling, swinging, in creasing and decreasing tension, retrieving and redeploying, and repeated these operations multiple times, but the stent still could not be opened. Subsequently, the entire system had to be removed. A new ped flex-425-30 stent and an xt27 microcatheter were used, and this time, the problem did not recur and everything went smoothly. The ped stent and phenom27 were then reported as a complaint for processing.. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were additional steps or other devices required to open the pipeline such as released a longer segment, performed pushing and pulling, swinging, increasing and decreasing tension, retrieving and redeploying. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The angiographic result post procedure was normal. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a coils, sychro 0.014 inches 200cm guidewire, phenom27 microcatheter, 6f 115cm tethys guide catheter, 6f 90cm cook sheath.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no visible damage to the phenom microcatheter. The cause of the resistance was not determined.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex device and the phenom 27 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. No bends or kinks were found on the pusher wire. The braid¿s distal end was found open and frayed, while the proximal end was not open and frayed. The braid¿s middle section was fully open without damage. The phenom 27 catheter¿s tip and marker were examined, and no damage was noted. No damage was noted to the catheter¿s body. No voids or flashes were on the catheter hub. No other anomalies were found. Testing/analysis: the phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at proximal¿ report was confirmed, as the proximal end of the returned pipeline flex braid was found to be not open and frayed, while the distal end was open and frayed. However, the root cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in a vessel bend, or a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate and that the pipeline was not positioned in a bend, ruling out vessel tortuosity and the user deploying the braid in a vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open. Damage to the braid can occur due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the damage noted on the braid (fraying) and distal hypotube (stretched) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex shield device through the phenom 27 catheter against resistance. However, there were no complaints about the returned phenom 27 catheter, no issues encountered during testing, and no damage was found. Therefore, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.